Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available. (B)(6).

Event description:
It was reported that during a service test performed on the cs300 intra-aortic balloon pump (iabp) by a company service representative, after turning the iabp on, there was no image on the display, and a very loud alarm sound was generated. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A field service engineer (fse) of the authorized getinge distributor evaluated the iabp with the assistance of a getinge engineer. After troubleshooting, the datasettes, the display controller board and the main board were replaced to resolve the issue. The fse then performed all functional and safety tests per factory specifications, and all tests were passed. The iabp was cleared for clinical use.

Event description:
It was reported that during a service test performed on the cs300 intra-aortic balloon pump (iabp) by a company service representative, after turning the iabp on, there was no image on the display, and a very loud alarm sound was generated. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The authorized getinge distributor evaluated the iabp with the assistance of a getinge engineer, and after troubleshooting, it was determined that the display controller board needed to be replaced. However, the distributor is awaiting the purchase order from the customer to make the repairs. Consequently, the iabp has not yet been returned to clinical service, as even though the problem has been identified, part replacement has not been completed. If necessary, a supplemental report will be submitted.

Event description:
It was reported that during a service test performed on the cs300 intra-aortic balloon pump (iabp) by a company service representative, after turning the iabp on, there was no image on the display, and a very loud alarm sound was generated. There was no patient involvement, and there was no adverse event reported.